Event description:
This is about a trilogy 100. This is the 4th time, the first time was I believe in (B)(6) 2023. Just realized from this last time after I got home it may be the machine shutting down my o2 because I was on it all 4 times when my o2 dropped. I was asleep in my bed at rehab from my last encounter with o2 drop, when alarm went off sending staff to discover the drop and call 911. This time I came home and got on the machine only to be awakened because I wasn't breathing good and I took my oxymeter to check and on the machine it had dropped to 84 when it should be 88- for me. This machine I have had for 7 years and it's never been serviced. Why should patients have to keep dme(durable medical equipment) so long without getting replacements especially when medicare is being billed thousands of dollars a month for them? I'm weak still from my last hospital stay or I would probably have more to say.